Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to pain with and without stimulation. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4)